Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and had a hemodialysis access placed. There were no reported allegations that the peritonitis event was related to any issues with fresenius device or product. Additional follow-up was attempted several times with the patient¿s associated clinic. However, no further clinical information was able to be obtained. Therefore, follow up was performed with the patient¿s wife who stated the patient was in intensive care at the hospital. The patient¿s wife was not able to provide any additional details about the nature of the peritonitis event. It was reported the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient¿s wife could not provide the cause of the peritonitis. However, it was reported the peritonitis is not related to fresenius products. No further information is available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and had a hemodialysis access placed. There were no reported allegations that the peritonitis event was related to any issues with fresenius device or product. Additional follow-up was attempted several times with the patient¿s associated clinic. However, no further clinical information was able to be obtained. Therefore, follow up was performed with the patient¿s wife who stated the patient was in intensive care at the hospital. The patient¿s wife was not able to provide any additional details about the nature of the peritonitis event. It was reported the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient¿s wife could not provide the cause of the peritonitis. However, it was reported the peritonitis is not related to fresenius products. No further information is available.